Event description:
The patient was being revised from competitors product to a custom epiphysis to fit on competitor diaphysis. The walls of the customer epiphysis were a little to thick so the poly cup would not fit into the epiphysis and had to be modified to fit properly causing a 3d minute delay in surgery.